Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. There was trouble opening the jaws. The needle kept popping out. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted witness marks from the needle tip impacting the beveled wall were observed. Under microscopic inspection of devices, shearing of the toggle switches was observed for both devices. Device two has flat pins with wrong orientation. Pmv performed functional testing on the devices where the devices were loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The devices were found to function properly and needles remained intact in the devices. For device two, difficulty was experienced in toggling the needle but no difficulty was experienced loading and unloading the needle. No difficulty was experienced in loading, unloading or toggling the needle in the device one.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The device was found that the pin lock was not centered into the center rod. Functional evaluation experienced no difficulty loading, unloading or toggling the needle in any of the devices. Dismantled device, found that center rod was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of bending or breakage of the center rob and the wrong orientation of the pin lock may occur when the device is not inserted into the needle¿s dlu according to the instructions product or the needle has an incorrect orientation within the dlu, which then causes the necessity for the user to exert excessive force on the toggle level with the handle not fully closed or the needle not correctly parked into the blade¿s slot. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device was used in patient. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No other manufacturer's products were used. Additional information received: what surgical procedure was being performed? - tlh 2. What was the date of the procedure? - same day it was reported 3. What is the UDI number of the device? - don't have them 4. What is the current status of the patient? - had no negative affect on patient 5. Can you confirm that the device will be returned for evaluation? - yes 6. Was the device reprocessed or re-sterilized prior to use? - no.